Event description:
Customer reports, during a mastectomy procedure the suture broke on the last pass of the closing the incision. A wound dehiscence was provoked and resuturing was required. The surgery was reportedly not completed within the required timing due to the resuturing of the incision.

Manufacturer narrative:
Reference MFR. Complaint # mt1998-5-5-28. The actual sample was not returned. Co evaluated retained samples from this lot. In vitro testing was performed and the results were well within established guidelines. A review of the lot history found no other complaints against this lot and the history has no anomalies. Co is unable to make a positive determination of the cause for the reported event without the actual sample. Our investigation indicates the sutures should have performed satisfactorily.